Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 194 mg/dl and the sensor glucose was 94 mg/dl at the time of incident when threshold suspend was triggered. Insulin delivery was suspended due to sensor glucose values. The customer also reported that they were suspended when sensor glucose was 60 mg/dl. The sensor was returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.